Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported at their dental visit their dentist provided a letter of recommendation. Per the lor, the dentist states, during our last visit it was noticed the patient has severe crowding with crossbite on #10 which will need comprehensive ortho treatment under physical dentist care. Ipr and attachments as needed. Recommend patient to receive comprehensive ortho care and stop current aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.